Event description:
It was reported that the patient had near syncopal events. The right ventricular lead exhibited noise with inhibition. The patients device was reprogrammed. During a device upgrade on (B)(6) 2013 ventricular noise was no longer observed and noise could not be replicated with pocket manipulation. The right ventricular lead was plugged into the left ventricular port of the ICD during the procedure. The physician planned to bring the patient back for lead revision.